Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8781 , serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving fentanyl 200mcg/ml at 50.99mcg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that the catheter was kinked. Per the reporter the patient was a ¿twidder¿ and had broken their pump sutures loose and twisted the catheter around the pump. The pump segment of the catheter was revised today (B)(6) 2016. In regards to what diagnostics being performed related to the kink prior to the revision surgery the company representative was made aware of what they were doing procedurally prior to the case ((B)(6) 2016 at 8:00 am). Results prior to the catheter being twisted around the pump were unknown. The pump segment was revised and a pump refill was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.